Event description:
It was reported that the user did not see glucose readings on the ilet after changing sensors and had inadvertently switched the cgm type from dexcom g7 to dexcom g6, then reselected dexcom g7 and re-entered the pairing code, after which the system was in warmup and later paired with readings displayed. Symptoms included hyperglycemia, evidenced by a fingerstick blood glucose of 241 mg/dl with no reported symptoms, followed by a reading of 208 mg/dl trending down once the sensor came online. Outcomes included no clinical signs, symptoms, or conditions and no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem identified, specifically an improper or incorrect procedure in device setup with no device problem found and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.